Event description:
It was reported the patient's device was removed due to skin erosion in 2005. No patient injury was reported, and no other details were reported. If additional information becomes available, a follow-up report will be sent.